Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "external drainage of bile and pancreatic juice after endoscopic submucosal dissection for duodenal neoplasm: feasibility study". The purpose of this literature was to evaluate the feasibility and effectiveness of endoscopic nasobiliary and nasopancreatic duct drainage (enbpd) immediately after endoscopic resection of superficial duodenal epithelial tumors (sdets). In the literature, it was reported as follows; the study identified consecutive patients with sdets who underwent esd followed by enbpd from july 2010 to march 2020 from our prospectively maintained database. The 70 patients in whom it was difficult to completely close the post-esd mucosal defect had incomplete closure or no closure. In these patients, we identified 21 patients who underwent enbpd immediately after duodenal esd. The remaining 49 patients were without immediate insertion of enbpd. The enbpd procedure was mainly performed using a side-viewing endoscope (tjf-260v). During elective cholangiography and pancreatography, an endoscopic retrograde cholangiopancreatography (ercp) catheter was then advanced into the biliary tree and main pancreatic duct with a guidewire. Finally, a 5-fr pigtail catheter (quickplace v, pbd-v813w-05) was inserted into the biliary tree for endoscopic nasobiliary drainage (enbd), and a straight catheter was inserted into the main pancreatic duct for endoscopic nasopancreatic drainage (enpd). In this study, follows complications were reported. Post-ercp pancreatitis (pep) -4. Delayed adverse events after insertion of enbpd -1. Intraoperative perforation -20. Bleeding -4. 20 intraoperative perforations and 4 bleeding occurred esd procedures that operated before enbpd. The severity was mild in all four pep patients, and all were treated conservatively within a short period. One patient required percutaneous drainage for management of an abdominal abscess and needed surgical operation for an abdominal abscess. On (B)(6), 2021, medical safety officers (mso), who have medical doctor license in olympus, commented the case of one abdominal abscess follow as. "In this study, it can assume that the abdominal abscess case was relevant to esd and enbpd procedure." Omsc assumes that the abdominal abscess needed surgical operation was a serious adverse event that causes or contributes to a death or serious injury. Based on the available information, specific information on the subject device was not provided. There is no description of the device's malfunction. Omsc will submit a medical device report (MDR) for the serious adverse event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.